Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received high scan results of 360 mg/dl on the adc device compared to readings of 180 mg/dl obtained on a competitor brand device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced tiredness and a loss of consciousness and was unable to self-treat. The customer had contact with healthcare professional (hcp) via phone and a caregiver treated the customer with sugary food for treatment and observed the customer. No other hcp treatment was reported. There was no report of death or permanent impairment associated with this event.